Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
On (B)(6) 2013, the pt underwent a trial procedure. During the procedure, the pt experienced a cerebrospinal fluid leak, due to the physician puncturing the dura with an epimed needle during the trial procedure. It was also reported the physician made two attempts to place the lead but was unsuccessful. In turn, the procedure was abandoned. As a result, it is alleged the pt experienced headaches. The pt was administered todoral and received a patch. Follow-up revealed the pt's headaches were resolved.